Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the calibration was out at all readings. All worn or damaged components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: trinidad and tobago.

Event description:
It was reported that outside of surgery, the dermatome was leaking air, at the time of inspection the hose was not leaking. The blades were not engaging and due to the leaking air, the dermatome was unable to move the blades. There was no harm, injury or delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.